Manufacturer narrative:
Block d2b: product code qrb.

Event description:
It was reported that the patient was not receiving stimulation on her left side. Imaging revealed that the patients spinal cord stimulation (scs) lead was fractured.